Manufacturer narrative:
The baxter technician found the brake casters needed to be replaced. Per the hillrom service manual, the totalcare bariatric bed and totalcare® bariatric plus therapy system require an effective maintenance program. We recommend that you perform semi-annual preventive maintenance (pm). Pm will minimize downtime due to excessive wear. Inspect the casters for proper mounting, excessive wear, or tread damage. Replace as needed. Verify proper operation of the brake system. Adjust as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in september 16, 2024. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report that totalcare frame brake casters were not holding when engaged. The bed was located at the account and occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. This report was filed in our complaint handling system as complaint pr # (B)(4).